Event description:
It was reported that during pt use, the device did not deliver a shock. The staff brought in another device within 30 seconds and it delivered a shock. The pt expired. The customer's biomed advised that the device was using the quik combo therapy cable with physio control electrodes during the event. The staff indicated that immediately prior to the incident, a self test was performed and the device passed. The biomed was not able to duplicate any issues. A clinical review of the reported event determined that insufficient info was provided to physio-control to determine if the use of the device impacted the pt's outcome. ECG waveform was available for review, indicating that the pt possibly had a shockable rhythm. The behavior of the device in this scenario is indicative of a therapy cable that is connected to a test plug rather than to a pt.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.